Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective u713 on the distribution node pca. The root cause for the defective u713 component could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient's electrode belt was receiving a service code 204 (belt/monitor unusable).